Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device did not function, had an audible noise inside the housing and the housing was broken and damaged. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was incorrectly reported as 19-sep-2003 in the initial medwatch. The correct date is 29-sep-2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device did not function, had an audible noise inside the housing and the housing was broken and damaged. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.